Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The reporter's meter up01710539 was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.4 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Customer reported receiving error 5 on their meter recently. Error 5 indicates insufficient blood sample size was applied to the test strip. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4). Compared to a professional coaguchek xs meter serial number unknown. The result around 12:00 pm, on the professional meter serial number unknown was 6.0 inr using an unknown test strip lot number. The result at 3:45 pm on the customer's meter serial number (B)(4) was 4.3 inr. Customer's therapeutic range is 2.5-3.5 inr. The customer tests monthly unless they are out of range and then they test weekly.